Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately eight months and nineteen days later post stent placement procedure, the subject had an adverse event of restenosis of superficial femoral artery and stent fracture. It was further reported that the adverse event were causal related to the study device and study procedure. Reportedly, re-intervention was performed on the target lesion instent restenosis and a cutting/scoring balloon was used for re-intervention. Furthermore, approximately four years six months and nine days later post stent placement procedure, the subject had an adverse event of thrombosis of left superficial femoral artery left stents. Reportedly, the adverse event relationship was possibly related to the study device and not related to the study procedure. The current status of the patient was unknown.

Event description:
It was reported through the results of the clinical trial that eight months and nineteen days post a stent placement, the subject allegedly had an adverse event of restenosis of superficial femoral artery and stent fracture. It was further reported that the re-intervention was performed on the target lesion instent restenosis and a cutting/scoring balloon was used for re-intervention. Furthermore, the outcome of the adverse event was resolved. Moreover, four years, six months, and nine days post a stent placement, the subject allegedly had an adverse event of thrombosis of left superficial femoral artery left stents. Reportedly, there have been no documented secondary stage procedures reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.